Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the unstable connection of the endoscope to the subject device due to the looseness of the lock of the video connector socket. The looseness of the lock of the video connector socket might be attributed to the damage due to the repeatedly long-term use or the disconnection of the endoscope without pressing down the locking lever by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use of the subject device, the endoscopic image of the subject device flickered while connecting the videoscope evis 190 series. The physician aborted the endoscopy. The service department of olympus (B)(4) checked the subject device and found that the color bar image appeared while connecting the videoscope evis 190 series and the lock of the video connector socket had be loose. There was no report of patient injury associated with the event.